Event description:
It was reported that the customer's sensor reading was off, and the call was disconnected while transferring. Contacted the customer and stated that the sensor did not link up with the blood glucose readings. The customer mentioned being extremely sick during christmas and her blood glucose was over 600mg/dl. The customer stated that the sensor read 400mg/dl, but the blood glucose meter was reading over 600mg/dl. The customer removed the cannula and it was bent, but the insulin pump did not alarm no delivery. The customer stated that she was bolusing, but she was not getting the insulin. The customer treated her glucose level with an insulin pen. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.